Event description:
It was reported that prior to the implant attempt, the device was dropped. The procedure was delayed as there was no additional device available for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.